Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, it was noted that the pacemaker was found to be frequently undersensing atrial fibrillation (af) resulting in delayed mode switch and unnecessary atrial pacing. The suggested programming changes were made, and the issue was resolved. The patient was in stable condition.